Event description:
It was reported that a spectrum iq pump keypad was not functioning during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, "keypad was not functioning" was reproduced and found that the soft keys had to be pressed hard in order for them to function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.